Event description:
It was reported that pump displayed malfunction alarm with code that could be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.